Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: received (9) photos. Two of the photos verified material number 119314, manufacturing material ngkq3991 and ngkn3119, and packaging label myks5255. Functional testing was not possible based solely on these photos. Functional: received 2 all silicone temp sensing foley catheter with sample port connector and syringe. Using the returned syringe, catheter (1) balloon with batch number ngkq3991 was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). Upon inflation leak immediately preset at trifurcation site due to a pinhole measuring 0.013in. Catheter (2) with batch number ngkn3119 was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), using the returned syringe. Upon inflation leak into the drainage lumen (lumen to lumen leakage) immediately present. Both findings, do not meet specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12182448. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, sterile water leaked from the middle of the foley catheter. This occurred twice in a row, so they refrained from using it. Per follow up information received on 19nov2025, stated that two cases occurred from the same lot. Per investigator's notification received on 30mar2026, it was reported that lumen to lumen leak on the additional sample returned was found during sample evaluation on 17feb2026.

Event description:
It was reported that during the pre-test, sterile water leaked from the middle of the foley catheter. This occurred twice in a row, so they refrained from using it. Per follow up information received on 19nov2025, stated that two cases occurred from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.